Manufacturer narrative:
(B)(4). Device was received with normal operating currents and passed self-test. No unexpected low battery, battery out limit, reset alarm or failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind loud noise anomaly noted during testing. However, device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained random no delivery alarms. The customer stated that battery of the insulin pump went out less than a week. The customer stated that the insulin pump rewound its louder and slower. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.